Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-101107. This report was submitted as a correction report of the previously submitted report. Evaluation results code grid has been updated to "material and/or chemical problem identified"

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
Correction to report information: the report type should be specified as a completed report.